Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on cld window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 190 mg/dl. No significant event recalled leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.